Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024-04880 - device 5 of 5. Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported by the patient that five infusions set fell within 1-3 days of use due to which hyperglycemia occurs. Event occurred between 11/24/2023 to 04/25/2024. High blood glucose level was 20 mmol/l. He replaced infusion set and resumed insulin deliveries successfully. No further information was available.